Event description:
The following information was reported to gore: on (B)(6) 2025 a gore® propaten® vascular graft implanted in an unknown anatomical location during treatment of an unknown etiology. After the graft was sewed in. The physician percutaneously inserted an 18-gauge needle and j-wire into the graft. He then proceeded to insert a 5fr cordis short sheath and the graft tore. He was able to sew the graft to close the hole. Patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The device was not returned to w. L. Gore & associates for investigation. Submitted in this case was a picture. The quality of the picture provided is insufficient for an engineering evaluation. The device serial number was provided, and the device history record was reviewed. All process steps and parameters were found to be accurate. The identity of the device in the submitted picture is consistent with the device described in the case but could not be confirmed. The condition of the device in the submitted picture is consistent with the case description but could not be confirmed.